Manufacturer narrative:
H6: investigation summary: one photo was received. The photo showed part of a 1ml luer-lock syringe (p/n 309628) with customer attached needle. It was observed that the zero-line appeared to be placed in the incorrect location much higher than is intended. The syringe was non-conforming per product specification. A physical sample is required for a more thorough evaluation. Questions were sent to the customer requesting follow-up on the state of the rest of the syringe, in particular the flange, with no response received. If a response is received a more thorough investigation can be performed. Potential root cause for the misplaced scale defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #9112911 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd 1ml syringe luer-lok¿ tip experienced misaligned scale marking. The following information was provided by the initial reporter: the syringe that is included in the box did not have the volume markings to the top of the syringe. The provider would not administer the product without the markings being correct. The physician noticed the graduations on the syringe did not line up correctly and were not lined up to the bottom of the syringe. The reporter said the markings look to be ¿4ml off¿ and the ¿0 mark¿ is not at the bottom of the syringe. The reporter said there were no issues with the eylea product; the issue was only with the markings on the syringe. The medication was not used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 1ml syringe luer-lok¿ tip experienced misaligned scale marking. The following information was provided by the initial reporter: the syringe that is included in the box did not have the volume markings to the top of the syringe. The provider would not administer the product without the markings being correct. The physician noticed the graduations on the syringe did not line up correctly and were not lined up to the bottom of the syringe. The reporter said the markings look to be ¿4ml off¿ and the ¿0 mark¿ is not at the bottom of the syringe. The reporter said there were no issues with the eylea product; the issue was only with the markings on the syringe. The medication was not used.